Event description:
As reported, a ventralex mesh was implanted into the patient on (B)(6) 2022. As reported, the patient has developed a rash, ¿not near the site of the implanted mesh.¿ the patient visited the doctor who did not provide any treatment to the patient at this time. The patient has consulted with an allergist who would like to perform a reactivity test. A mesh sample has been provided, however the test has yet to be performed.

Manufacturer narrative:
As reported, patient had rash post implant of ventralex mesh. The patient's allergist has been provided with a sample mesh to perform reactivity testing. As reported, the testing has not been scheduled. Based on the information provided to date, no conclusion can be made. Allergic reaction is a known inherent risk of hernia repair surgery and is listed in the adverse reactions section of the instructions-for-use, supplied with the device as a possible complication. When/if the testing is performed and the results are provided a supplemental emdr will be submitted to document the results. Review of manufacturing records confirms the product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in dec 2020. Note, the date of event (26-jul-2024) is considered to be a best estimate. Note: section a through f -the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.